Manufacturer narrative:
An event regarding revision due to periprosthetic fracture involving an unknown femoral component was reported. The event was confirmed based on clinician review of the medical records provided. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: a patient fall contributed to an acute overload condition of traumatic origin resulting in a complex periprosthetic fracture requiring exchange of the knee arthroplasty to a gmrs construct without further details available. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records and/or x-rays by a clinical consultant indicated: a patient fall contributed to an acute overload condition of traumatic origin resulting in a complex periprosthetic fracture requiring exchange of the knee arthroplasty to a gmrs construct without further details available. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left knee was revised due to a distal femoral periprosthetic fracture sustained in a fall. Due to the severity of the fracture, the patient's knee construct was removed and revised to a gmrs construct.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to a distal femoral periprosthetic fracture sustained in a fall. Due to the severity of the fracture, the patient's knee construct was removed and revised to a gmrs construct.